Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and failed to power on and displayed error 48238. One ac fuse was bad. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; an error occurred and was recovered but the illuminator would not power back on. An intuitive surgical, inc. (Isi) technical field specialist (tfs) reviewed the log files and noted 48238 indicating an illuminator communication fault. The surgeon made the decision to complete the procedure using an external illuminator. There was no report of patient harm, adverse outcome or injury. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the issue. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.